Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight causing the ipg site to be painful. As a result, the ipg was explanted and replaced electively and the new ipg was moved to a different location. The event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the pain at the original ipg site has improved and the patient is doing well.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.